Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a rough edge on the force bipolar instrument was observed to catch tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have a severely bent grip tip, causing side to side misalignment of the grips. There was a 0.104¿ offset at the tips. The complaint was confirmed based on failure analysis.